Event description:
It was reported that a patient's abdomen was burned by a non-stryker laparoscope that was plugged in to an x7000 light source through a fiber optic cable. The sales rep reported that the burn was the size of a quarter.

Manufacturer narrative:
When the lightsource is operated at 80% to 100% of its capacity for extended periods of time, a significant amount of light is generated, which in turn can lead to heat at the tip of the scope. The instructions-for-use contained in the user manual provided with the light source, light cables and the scopes has explicit warnings that warn users of the risks of heat and patient burns. In addition, there is also a section which informs the user about adverse effects of too much or too little light output. Checked the DHR for the lightsource involved. The lumen light output was found to be 941 lumens. This is the average of the lumen output ranges seen by the stryker lightsources during production. The unit has not been returned for evaluation, but if it is returned, a follow-up report will be submitted with device investigation. We learned in our investigation that the injury was caused by user negligence. A burn to the patient's abdomen does not indicate a defect or any other problem in the unit or a fiber optic light cable, but a failure to follow the instructions-for-use.